Event description:
It was reported that 3 video loops on tomography image were recorded with 18mm diameter. However, at video loop 4, the user noticed the diameter defaulted to 10mm. The user stated the setting was not actively changed.

Manufacturer narrative:
(B)(4). The MFR shipped a replacement system and there have been no further incidents reported. The MFR believes that the root cause is associated with the field of view settings and is continuing to investigate the root cause and to determine if there is a corrective action required. A supplemental report will be submitted when the MFR' investigation is complete.